Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned.  No conclusion can be drawn at this time.  We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was getting calibration errors with her sensor.  The customer then stated that her blood glucose was 47 mg/dl at 3 am and her sensor reading was 102 mg/dl.  Offerred to troubleshoot for low blood glucose levels, but the customer declined.  Customer indicated that the high blood glucose may not have been due to the pump but no more information was provided.